Event description:
It was reported that the patient presented in-clinic for an unrelated scheduled procedure. Previously it was noted remotely via merlin.net that the right-atrial (ra) lead exhibited inappropriate automatic mode switch due to noise oversensing. As a resolution the ra lead was capped and replaced on (B)(6) 2025. The patient condition was stable.